Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Information was received by FDA via user-facilities report. (B)(4). It was reported that, "according to the chart, the pt developed 'further problems' with her r hip and x-ray was done. On (B)(6) 2011, the pt had a revision to a calcar replacement 13 x 170 crc stem, 20mm buildup, 0 neck length with a 28mm head, 45mm bipolar shell with line, anterior approach. This surgery was done under general endotracheal anesthesia. The old incision was used and he noted there was no obvious pus or signs of infection. The pt tolerated the procedure well."